Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that, during a clinic follow-up, this device exhibited a battery depletion (bd) error and was beeping. Remote analysis confirmed that the error was a result of prolonged beeping. The device may have been near magnets, which can cause beeping. Technical services confirmed that the battery measurements are stable, so the error is benign. The device remains in service. There were no adverse patient effects reported. This device is in the trend for unintended battery depletion error.